Manufacturer narrative:
The devices, used in treatment, were returned and evaluated. A visual inspection of the returned devices did confirm they were broken and appear to be excessively worn. The manufactured date for this device is 2018. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. These devices are reusable instruments that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. Case-2021-00040944-2

Event description:
It was reported that during procedure the lag screw length gauge ((B)(4)) and the sureshot hexdriver ((B)(4)) were noticed broken. The devices broke outside the patient. No delay or injury reported. The procedure was finished using a smith and nephew backup device.